Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low blood glucose was unknown. The customer consumed carbohydrates to address blood glucose. The customer reported that they have early onset dementia because of their struggles with diabetes. Recommendation was made to consult with a healthcare provider to discuss diabetes management.